Event description:
Complainant alleged that while attempting to treat an adolescent female pt during a cardiothoracic procedure, after 5 successful discharges using internal handles with pediatric spoons, on the 6th attempt the device failed to discharge using internal handles with pediatric spoons. An "in line short" error message was seen. Complainant indicated that the clinician obtained another device to continue treating the pt. Clinicians attempted cardiac massage, but were unsuccessful in resuscitating the pt. Please reference medwatch report 1220908-2013-03513.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.